Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue replaced the solenoid driver board with another working one and then completed a full pm. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The faulty board that failed oob will be returned to factory for failure analysis, and a supplemental report will be submitted upon its evaluation. (B)(6).

Event description:
It was reported that during service/ repair of a cs300 intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that a new solenoid driver board failed; the voltages cannot be adjusted within the necessary range for bloodback calibration. This is an out-of-box (oob) failure of the board. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that during service/ repair of a cs300 intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that a new solenoid driver board failed; the voltages cannot be adjusted within the necessary range for bloodback calibration. This is an out-of-box (oob) failure of the board. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
After further investigation, the solenoid driver board that failed is no longer needed to be returned for failure analysis. No further investigation is required.

Event description:
It was reported that during service/ repair of a cs300 intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that a new solenoid driver board failed; the voltages cannot be adjusted within the necessary range for bloodback calibration. This is an out-of-box (oob) failure of the board. There was no patient involvement, and no adverse event was reported.